Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, and caller did not share whether blood glucose exceeded any specific value. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, attempted to wake screen and charge pump as instructed, observed red blinking light and repeated vibrations, and then agreed to switch to multiple daily injections for backup insulin delivery while technical support arranged replacement pump shipment, reviewed storage mode and return instructions, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.